Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : initially the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed recommended replacement time (rrt) was indicated on (B)(6) 2015 and there was also oversensing of electromagnetic interference (emi)/noise, which was captured on (B)(6) 2015. Concomitant medical products: 507652 lead, implanted (B)(6)2011; 4474 lead, implanted (B)(6) 2010. (B)(4),

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1157; reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.